Manufacturer narrative:
On 20jan2020 the suspect medical device was updated. Section d4 suspect medical device catalog number has been updated from 04j27-37 to 04j27-77 and lot number was updated from 04118be00 to 04118be01. An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing of a retained reagent kit, and a review of product labeling. Ticket search determined that there is normal complaint activity for the likely cause lot number and the tracking and trending report review did not identify any trends for the complaint issue. A retained kit of reagent lot number 04118be00 had been tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels which showed that the sensitivity performance of the complaint lot is not adversely affected. No non-conformances or deviations associated with the affected reagent lot have been identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 4j27, that has a similar product distributed in the us, list number 2p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) hiv ag/ab result when processing on the architect i2000sr. The sample was retested on another architect i2000 at another hospital and the result was also (B)(6). No specific value was provided. Additional testing with colloidal gold test and elisa were both (B)(6). No impact to patient management was reported.